Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), this was used after the first one failed. This device was used it for a period of time, broke and arched, then sparked. Again, the scope was removed from the patient.